Manufacturer narrative:
Externalized svc conductors due to external and internal insulation abrasions were found at 17.7-21.3cm from the connector pin. External and internal insulation abrasion with visible sensing cables was found at 34.9-35.6cm from the connector pin. The etfe coating was abraded at these locations. External and internal insulation abrasions with visible sensing cables was noted at 12.5-13.7cm and with visible svc cables at 36-37.0cm from the connector pin. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was explanted and replaced due to noise, high capture threshold and low impedance.